Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A tibial articular surface provisional was returned as worn and cracked and in need of replacement. No adverse event or patient involvement was reported.

Event description:
No additional information was reported.

Manufacturer narrative:
No product was returned or pictures provided; event could not be confirmed. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue which was investigated through the CAPA process and addressed with a design modification. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.